Event description:
A customer reported an inop check leads message when ECG leads were connected while monitoring a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.